Event description:
During cerebral thrombectomy while the provider was removing the scientia aristotle 18 guidewire from the microcatheter, the micro guidewire fragmented and part of the wire remained in the right (middle cerebral artery) m2 anterior division to right (middle cerebral artery) m1 division. There were several attempts to remove that were unsuccessful. Retained micro guidewire intracranial with follow up scans.